Event description:
It was reported by the physician's office that the patient now saw benefit in seizures due to the vns, likely due to settings adjustments/optimization. No further relevant information has been received to date.

Event description:
It was reported in clinic notes history or present illness (hpi) section that following vns placement, seizure frequency remained the same, seizure duration shortened due to the use of magnet swipes and the intensity of seizures has increased. The hpi also indicated that the parents felt that the patient's vns helped their seizures. No further relevant information has been received to date.